Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Ge healthcarea's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison 3030 ohmeda dr, USA, madison, wi. 53718.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The display board cable was replaced to resolve the issue. Additional information was received that there was a malfunction resulting in the loss of display, hence updated the b5 and h6 codes accordingly.

Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.